Manufacturer narrative:
The subject device underwent a visual inspection and a functional inspection at the repair center. The customer allegation was confirmed. It was determined that the product specifications were not met. Other findings were: corrosion in the video connector (electrical contact area), image was cut off, water immersion in the camera cable and main unit's imaging, and cracked video connector. The cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): the following is described in the "precautions" section of the instruction manual "for safe use_handling and general precautions": ·hit the electrical contacts of the video connector. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. The following statement is found in "warnings" in the "instructions for use" section of the instruction manual: ·there is a possibility of abnormalities in endoscopic images and functions. If an abnormality occurs in the endoscopic image or function and it returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following statement is found in the "warning" section of the instruction manual "for safe use endoscopic image disappearance and freezing. Do not bump or drop the product. Do not bump or drop the product, as water leakage may damage the product's internal circuitry. Olympus will continue to monitor the field performance of this device.

Event description:
As reported, the camera head had "image interrupted sometimes." The intended procedure was an unspecified therapeutic procedure. The procedure was completed. No reports of user or patient harm.